Event description:
It was reported that this right ventricular (RV) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The RV lead was explanted.